Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer did not have the insulin pump anymore as it was lost at an amusement park. The blood glucose reading was 250 mg/dl.